Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a dialysis catheter. The customer stated that in (B)(6), a spontaneous case was reported to baxter by fax on (B)(6) 2015. The complaint refers to adaptor code unknown lot. The reporter states that a patient experienced a leak following a disconnection of the miniset, lot unknown and the plastic adapter lot unknown from set 8888411702, lot 1230400045. The transfer line was always under a dressing, no manipulation of the patient. The patient had to be given a treatment antibioprophylaxis. The transfer line was changed. This issue occurred during use.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.